Event description:
It was reported that the patient underwent primary hip procedure on an unknown date. Patient underwent revision surgery on (B)(6), 2010 due to fracture of the femoral stem trunion. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - unknown. Evaluation in process, but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA. (B)(4).